Event description:
It was reported that removal difficulty and stent migration occurred. The target lesion was located in the proximal left anterior descending artery into left main. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that difficulty was encountered while attempting to pulled back the stent into the left main artery by another device after deployment. The target lesion was treated by open-heart surgery after failed retrieval of the stent. Additionally, the device became unraveled after deployment by another product that entered afterward, causing migration. The procedure was completed by leaving the stent where it was. Patient was stable at the time of the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter zip/post code: (B)(6).

Event description:
It was reported that removal difficulty and stent migration occurred. The target lesion was located in the proximal left anterior descending artery into left main. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that difficulty was encountered while attempting to pulled back the stent into the left main artery by another device after deployment. The target lesion was treated by open-heart surgery after failed retrieval of the stent. Additionally, the device became unraveled after deployment by another product that entered afterward, causing migration. The procedure was completed by leaving the stent where it was. Patient was stable at the time of the procedure. It was further reported that the stent delivery catheter was removed like normal. Then the deployed stent was pulled back into the left main and when they also tried to snare the stent out because of where it got pulled into the left main.

Manufacturer narrative:
H6: device code: updated device code based on gfe response. E1: initial reporter phone: (B)(6).